Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. D4: batch # a99288. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent external damage. The tyvek was also returned along with the instrument. To replicate the reported event, a functional test was performed. During testing, the device was fired; however, the clips did not advance into the jaw as intended. Further inspection revealed that the tip of the advancer was bent. The instrument was subsequently disassembled, which confirmed the bent advancer, and seven (7) clips were found within the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a99288 number, and no non-conformances were identified. Additional information was requested and the following was obtained: no patient consequence this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, clip pliers that do not pull out the clips during priming but once clipped. Take another pliers. No patient consequences were reported.